Event description:
It was report that the lead was dropped out of the sterile field. The new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. It was noted the proximal conductor was distorted, the outer insulation was breached out, and the lead was damaged at implant.